Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, abnormal resistance was encountered with a 5f mynxgrip vascular closure device (vcd), preventing the deployment of the sealant. The issue occurred when the shuttle was detached and advanced when attempting to deploy. Consequently, the product was removed, and manual compression was applied for hemostasis. There was no reported patient injury. The user is myxn certified. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, abnormal resistance was encountered with a 5f mynxgrip vascular closure device (vcd), preventing the deployment of the sealant. The issue occurred when the shuttle was detached and advanced when attempting to deploy. Consequently, the product was removed, and manual compression was applied for hemostasis. There was no reported patient injury. The user was mynx certified. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The sheath as not kinked/bent. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The syringe was received connected to the received device with the stopcock of the open position. Furthermore, an unknown procedural sheath was received separated from the device, and blood was noted in the procedural sheath with no damages note on it. The sealant was not received for evaluation, and the advancer tube was found inside of the shuttle tube. In addition, the balloon was received fully deflated. The shuttle cartridge and catheter were inspected for defects/anomalies which may have contributed to the reported failure, and no defects/anomalies were observed. Per functional analysis, the simulated deployment test could not be performed on the device because the sealant required for evaluation was not received. However, the shuttle cartridge was successfully advanced and retracted to the black handle without any issues. Per microscopic analysis, visual inspection at high magnification confirmed the slit presence in the outer cartridge of the unit received. The reported event of ¿shuttle-shuttle advancement issue¿ was not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to be advanced/retracted fully on the complaint device during functional analysis. However, it is possible that the issue experienced by the customer could have been caused by premature swelling of the sealant (which was not returned with the device) and/or handling factors. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.